Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces on esc and act button. No button error alarm, time clock anomaly and frozen screen noted during testing. Unable to perform any tests due to buttons unresponsive. Pump received with stripped battery cap coin slot (p), cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that they were unable to remove the battery cap but stated that the time has not advanced since the battery change before the call. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.